Event description:
It was reported that guide catheter detachment occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery (rca). After a non-bsc wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 145, 5-in-6 guidezilla¿ was inserted with the balloon catheter by anchor technique. When the physician attempted to advance a non-bsc stent, it came into contact with the proximal part of the guidezilla¿; therefore, the stent was removed from the patient. After that, the physician pulled the guidezilla¿ for repositioning, then resistance was encountered. Once the guidezilla¿ was repositioned, the stent was again inserted. The stent successfully crossed the lesion, so the physician attempted to remove the guidezilla¿. However, a guide segment was found detached inside the guide catheter. The physician advanced a balloon catheter distal to the distal end of the guidezilla¿ and inflated the balloon to trap the device fragment. The entire system (balloon catheter, guidezilla¿, guide catheter and guidewire) was successfully removed as one unit from the patient. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the shaft. The shaft was kinked .5mm and 2.3cm from the end of the separation. The outer diameter (od) of the distal shaft was measured within specification. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the proximal shaft. Microscopic examination revealed that the collar of the device was damaged. Microscopic examination presented no damage or irregularities to the tip. The guide catheter used in the procedure was not returned for product analysis. A mach1 6f guide catheter was used for functional testing. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the mach1 guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide catheter detachment occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery (rca). After a non-bsc wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 145, 5-in-6 guidezilla¿ was inserted with the balloon catheter by anchor technique. When the physician attempted to advance a non-bsc stent, it came into contact with the proximal part of the guidezilla¿; therefore, the stent was removed from the patient. After that, the physician pulled the guidezilla¿ for repositioning, then resistance was encountered. Once the guidezilla¿ was repositioned, the stent was again inserted. The stent successfully crossed the lesion, so the physician attempted to remove the guidezilla¿. However, a guide segment was found detached inside the guide catheter. The physician advanced a balloon catheter distal to the distal end of the guidezilla¿ and inflated the balloon to trap the device fragment. The entire system (balloon catheter, guidezilla¿, guide catheter and guidewire) was successfully removed as one unit from the patient. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. (B)(4).